Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
The customer reported complaint of the pcu (8015) keypads resulting in the devices not turning on was not functioning was confirmed. Test results identified that certain keys were not functioning on the returned keypads. An internal inspection was performed. Each layer of the front cases was removed and inspected for anomalies. Signs of fluid ingress was visible on received keypad. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer. Becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Test results identified s/n (B)(6) keypad¿s ac indicator light to illuminate after plugging in the power cord and the system on key functioned as intended; however the following 6 keys were not functioning as intended: s6 / silence / 1 / 4 / 7 / clear. Electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Only the front case assembly with keypad was provided for investigation.